Manufacturer narrative:
Date of event: 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was discovered in a millipore administration set. It was further specified that a large hole was identified in the white cartridge part of the filter after filtration in the integrity test. The set was used to filter fentanyl solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.